Event description:
Customer called to report one of the pump's driver arms was loose and the other arm was tight. It was stated that the customer experienced a situation where both arms were disengaged from the plunger. The reservoir door was shut, but the driver arms were still disengaged.